Event description:
(B)(6) pt who has had surgery for fractured femur and rod placement on (B)(6) 2004 at (B)(6) hospital. Pt presents at (B)(6) med ctr. Emergency on the afternoon of (B)(6) 2004 complaining of pain of (1) femur. X-rays taken and demo fracture of proximal left femur at an area where a screw had been placed from previous plating a screw at (B)(6).